Event description:
Unit is not alarming unitl after 3rd breath on high pressure alarm no matter if unit is set to an delay 1 or 2 breath delay. It does not display high pressure condition on all conditions.